Manufacturer narrative:
The software analysis reviewed the logs but provided no additional insight regarding the cause of reported complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the surgeon was still able to accurately locate the tumor for resection and it was confirmed that there was no impact to patient outcome.

Manufacturer narrative:
Other applicable components are: product ID: 9735585, version: (B)(4). A medtronic representative went to the site to test the equipment. The system functioned as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the system suddenly stopped navigating in all 2d views. The camera still saw the instruments, with green status on the instruments, green crosshairs in the 2d views, and the instrument spheres moving in the tracking details view, but there was no movement in the 2d views. It was confirmed that navigation was not paused with the footswitch. The manufacturing representative moved back to the registration screen and the behavior continued in the 2d views at the bottom of the screen. Troubleshooting was performed by rebooting the system. When it came back up, the patient images on the select patient screen were all black. Adjusting the brightness/contrast did not resolve the issue. The manufacturing representative was still able to move forward into navigation, but the 2d views remained blacked out. Selecting "recenter" did not bring the images back. The site was unable to re-register as they had already draped the patient. Additional information was received the next day stating that the manufacturing representative had gone through the possible frame orientation scenarios. It was concluded that the frame to precision aiming device was not the issue because it did not allow for misorientation. It was then noted that the lbar was put on after initial navigation for skin markings and the circulator struggled with it. It was on the same side as the frame, and it was suspected that the frame got knocked just enough to affect navigation, because it was determined that all other software and mechanical functions were operating as they should. During the case, navigation was aborted and the surgery was completed manually. There was no reported impact to patient outcome and a delay of less than 1 hour to the procedure as a result of this issue.